Event description:
(B)(6) reports, despite trying different aligners. They have not produced the desired results. And instead worsened the bite. The front top teeth now hit the back of the bottom teeth, when biting down. The dentist discussed the misalignment (edge-to-edge bite) appears to be a result of the prolonged treatment. And is detrimental to teeth/bite function causing uneven wear and potential strain to the teeth.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.